Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary artery in a 75-year-old male patient presenting with postcardiotomy cardiogenic shock/low cardiac output syndrome (pccs/lcos), scai shock stage e, with a history of prior coronary artery bypass grafting, known coronary artery disease, and renal insufficiency. During support, the patient experienced ventricular tachycardia (vt) and required cardioversion. A hematoma was also noted at the axillary insertion site. The patient remained on impella support. The reported ventricular tachycardia is consistent with the severity of the underlying cardiogenic shock, myocardial ischemia, and electrical instability associated with pccs/lcos. The reported hematoma is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support, particularly in the setting of surgical axillary placement.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two related reports. This report represents the impella 5.5 and another report was submitted to represent the impella cp.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax); d4(serial); e1; e3; e4. The cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
The investigation is still ongoing.